Manufacturer narrative:
Manufacturing review: per the manufacturing site: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: although the sample was not returned for evaluation, one electronic x-ray was provided for review. The investigation is inconclusive for the reported catheter rupture, as the photo review could not confirm a deficiency/ functional issue. The complaint could not be confirmed and therefore definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that port catheter allegedly broke inside the patient's vessel and migrated to the atrium, which was confirmed by x-ray imaging. It was further reported that approximately three months post implant, the port catheter was removed and the device was not replaced. There was no report of injury to the patient post removal procedure.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint for this lot number and issue to date. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: received one MRI port with 6.65fr catheter and one x-ray for evaluation. Image review noted a semi-radiopaque density between the fifth and sixth rib along the medial border of the scapula, however the identify and location could not be confirmed based upon the available information. Visual inspection of the returned device identified a complete circumferential break. Microscopic evaluation noted that the break was elliptical in nature with a rough break surface. The type of break could not be identified, therefore, the investigation is confirmed for the alleged break with embolism. The type of break could not be identified, therefore, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that port catheter allegedly broke inside the patient's vessel and migrated to the atrium, which was confirmed by x-ray imaging. It was further reported that approximately three months post implant, the port catheter was removed and the device was not replaced. There was no report of injury to the patient post removal procedure.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that port catheter allegedly broke inside the patient's vessel, which was confirmed by x-ray imaging. It was further reported that approximately three months post implant, the port catheter was removed and the device was not replaced. There was no reported patient injury.